Event description:
Foley cath inserted in pt. #16 french, bardex ic, infection control foley tray. Upon time to discharge catheter the next day catheter would not deflate. Several attempts were made and still no deflation. Catheter was cut. Balloon still did not deflate. Several attempts were made by the urologist to deflate using a guide wire, with no success. Surgical removal was required. Procedure was: cystoscopy removal of retained undeflated foley. Pt to pacu in good condition.